Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked blood. This was discovered during use. The following information was provided by the initial reporter: it's noticed that blood leakage at the end of the catheter after complete penetration.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked blood. This was discovered during use. The following information was provided by the initial reporter: it's noticed that blood leakage at the end of the catheter after complete penetration.